Manufacturer narrative:
According to the facility on 12/1/2025, the syringe is backing off the manifold. There was no injury to the patient. The procedure was interrupted and the product needed to be replaced to resume. The procedure was completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. Demographic information was not given, but 0kg was entered since the submission portal will not pass with this field blank.

Event description:
According to the facility on 12/1/2025, the syringe is backing off the manifold. There was no injury to the patient. The procedure was interrupted and the product needed to be replaced to resume.